Event description:
Information was received indicating that a smiths medical cadd ms3 pump kept draining battery. It was reported that the event occurred a couple times. It was also reported that the patient as hospitalized on (B)(6) 2019 for approximately 7 days for fluid retention. It was reported that the reason for use was pulmonary arterial hypertension. There were no adverse effects to the patients due to the reported event.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-ms 3 ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Functional testing involved installing a new battery and no issues were found that would duplicate the reported issue. Based on the investigation, the complaint allegation was not confirmed.

Manufacturer narrative:
Additional information received on (B)(6) 2019 indicating that the medication being delivered was life-sustaining.